Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesions were located in the left anterior descending artery (lad) and left circumflex artery (lcx). A 2.75x32mm synergy stent was deployed in the lad and a 3.00x38mm synergy stent was deployed in the lad. Both stents were deployed successfully. After postdilatation, an edge dissection was noted in the distal part of the stent deployed in the lcx. A 2.50x32mm synergy stent was deployed overlapping distally the 3.00x28mm synergy stent to cover the dissection. No further patient complications were reported and the patient's status is stable.